Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited elevated capture thresholds. On (B)(6) 2018 the patient's lead was capped and replaced. The patient was discharged without complications.